Manufacturer narrative:
An internal investigation was performed for a customer in australia who reported misidentifications for five (5) isolates (2 atcc qc strains, 3 food samples) in association with the vitek® ms instrument. *conclusion on the system the system was operational during the tests. The customer's spot preparation quality was not optimal. The "all peaks number" from the calibrator strain is quite heterogeneous - it can be extrapolated to sample spot preparation. *conclusion on the identification: regarding the complaint description, the expected identification is listeria monocytogenes. This identification was obtained when the strains were retested on another vitek ms instrument in the lab. Consequently, a vitek ms kb limitation regarding listeria monocytogenes is not a cause for this issue. The non-optimal spot preparation could be excluded, as the expected results were obtained the same day on another instrument or on the initial instrument after linear detector change. The most probable cause could be linked to the aging detector of the instrument (near the end of life, detector gain = 3070). Four listeria monocytogenes strains (two atcc and two from vitek ms customers) were tested on two vitek ms instruments: one with ld value at 3000 (similar to customer system) and one with ld value at 2870. However, these tests did not allow to reproduce the customer issue. All listeria monocytogenes were correctly identified with kb v3.0 (used by the customer) or next kb v3.2 (32 spots made). There was no misidentification or low discrimination with other listeria species. Consequently, the customer's issue was not linked to the aging detector of the instrument. However, the customer's issue was fixed after linear detector change. The linear detector change included hv conditioning, baseline reset, x/y deflector review, and reassessment of the performances with tof/bsa. Investigations done internally did not define the cause of the issue. The customer's problem was not reproduced. The system is now working correctly.

Event description:
A customer in (B)(6) reported misidentifications for five (5) isolates (2 atcc qc strains, 3 food samples) in association with the vitek® ms instrument. The customer reported that the initial tests were run on one instrument. The atcc qc isolates were identified as listeria seeligeri, and the food (ham) isolate results were listeria welshimeri and no identification. Repeat testing on the second instrument gave identifications of listeria monocytogenes for all isolates. Later, the customer reported that the first instrument had the linear detector changed and all isolates identified correctly as listeria monocytogenes. There was no patient involvement as the event pertained to food samples and qc strains. It was reported that the samples were run on clinical lab instruments using the vitek ms 3.0 knowledge base. A biomérieux internal investigation will be initiated.